Event description:
It was reported that during the procedure in the mildly tortuous and moderately calcified left anterior descending artery, a 2.5 x 12 mm xience v was prepped for use and a "burr" was noticed on the stent. The stent system was not used. The 2.5 x 18 mm xience v system was prepped and advanced into the patient anatomy and it was noted that the stent became loose. The device was removed from the patient anatomy without difficulty and the stent remained on the stent system. The procedure was completed with a new same size xience v stent system. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Stent movement/unstable stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. It is possible that the stent interacted with tortuousity and calcification and contributed to the reported loose stent. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a search of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.